Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon felt that navigation was inaccurate and that the imaging system needs to be re-calibrated with the navigation system. No further information available at this time. There is no known impact on patient outcome. Length of surgical delay is unknown. Interface update. Additional information received. Manufacturer representative reported that "there is absolutely nothing off on this system. I just couldn¿t find any issues with the accuracy of the system" and was unable to replicate reported issue. The site declined pursuing a system checkout. It was reported that the site used 2d x-ray to finish the surgery. The facility is off contract so re-calibration has not been done. However a system checkout has been done and determined that the accuracy of the system is within specification. The surgeon was able to verify that the system is accurate and working as it should. The surgeon during the procedure in question said it was an inch off. No delay to the procedure as the c-arm was already in the room and positioned. No adverse effect to the patient during the procedure.